Manufacturer narrative:
Upon investigation the electrode belt was able to communicate with a monitor but was unable to complete incoming functional testing. The ECG "c" and "d" cable was not recognized and the j501 component was damaged, causing the faults the root cause for damaged j501 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.